Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply. There is no visible damage to the outside of the alarm unit. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product shows the alarm did not power up when tested with a battery source. The battery contacts and door have evidence of battery leakage and corrosion. The unit was also tested with an external power supply which shows the alarm powers up and passes all functional tests. Note: posey instructions for use warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. (B)(4).